Manufacturer narrative:
Based on the information provided on 16-may-2017 that alleged the patient underwent a debridement, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. As of (B)(6) 2017, kci had no information to exclude the need for surgical intervention to resolve the deterioration. Based on review of kci records, there were no v.a.c.® therapy holds noted, and the patient continued to use v.a.c.® therapy until (B)(6) 2017 as "goal of therapy met." It is unknown if the debridement was related to activ.a.c.¿ therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 16-may-2017, the following information was reported to kci by the patient: on (B)(6) 2017, the physician performed a debridement and "addressed the redness." The physician ordered for activ.a.c.¿ therapy to be re-applied on (B)(6) 2017. Per review of kci records, there were no v.a.c.® therapy holds noted, and the patient continued to use v.a.c.® therapy until (B)(6) 2017 as "goal of therapy met." On 21-apr-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device underwent a retrofit unrelated to the reported event. On 09-aug-2017, the device was tested per quality control procedure by kci service center, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.